Manufacturer narrative:
(B)(64. Product not returned for evaluation. No replacement product needed at this time most likely underlying root cause of malfunction:user applied blood to strip before inserting strip into meter (B)(4). Note: per follow up on (B)(6) 2017 customer still has symptoms. Customer has a headache at time and is experiencing pain when looking into light. Customer is unsure if symptoms are related to his diabetes or eye/dental problem. Customer has setup an eye exam for (B)(6). On follow done on (B)(6), customer picked up the phone, stated that he is in the emergency room and can't talk right now. On follow up done on (B)(6) 2017, a call was made in an effort to ensure the customer's condition has improved and is no longer having symptoms. Customer care representative was unable to make contact with the customer.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Lisa is calling on behalf of the customer. The customer is concerned with tests results from results obtained of e-3 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of headache and blurry vision. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 117mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is 4 to 5 weeks ago. The meter memory was not reviewed for previous test result history. E-3 occurs when blood sample is absorbed. Customer feels headache, blurry vision. Per follow up on (B)(6) 2017 customer still has symptoms. Customer has a headache at time and is experiencing pain when looking into light. Customer is unsure if symptoms are related to his diabetes or eye/dental problem. Customer has setup an eye exam for (B)(6). On follow done on (B)(6), customer picked up the phone, stated that he is in the emergency room and can't talk right now. On follow up done on (B)(6) 2017, a call was made in an effort to ensure the customer's condition has improved and is no longer having symptoms. Customer care representative was unable to make contact with the customer.